Manufacturer narrative:
Full UDI is not available due to missing catalog #..

Event description:
It was reported by a patient that a tourniquet device used during a knee replacement may have resulted in damage to the patient¿s legs, causing extreme pain. The patient stated they were unable to go to physical therapy after their knee replacement due to the pain and as a result, required an additional surgery. The patient received an MRI and there was evidence of fluid, inflammation, and edema which are common symptoms of muscle strain and can be caused by tourniquet use. It was also noted that the patient was showing signs of muscle atrophy and tendinosis with partial-thickness tearing. A stryker medical safety manager was consulted and it was determined that the muscle atrophy is a common side effect of a knee replacement and risk factors include age. It was also determined that tendinosis with partial-thickness tearing is usually a result of repeated stress and overuse over periods of time, not related to tourniquet use.

Manufacturer narrative:
Full UDI is not available due to missing catalog #. Follow-up report submitted to document the investigation results.

Event description:
It was reported by a patient that a tourniquet device used during a knee replacement may have resulted in damage to the patient¿s legs, causing extreme pain. The patient stated they were unable to go to physical therapy after their knee replacement due to the pain and as a result, required an additional surgery. The patient received an MRI and there was evidence of fluid, inflammation, and edema which are common symptoms of muscle strain and can be caused by tourniquet use. It was also noted that the patient was showing signs of muscle atrophy and tendinosis with partial-thickness tearing. A stryker medical safety manager was consulted and it was determined that the muscle atrophy is a common side effect of a knee replacement and risk factors include age. It was also determined that tendinosis with partial-thickness tearing is usually a result of repeated stress and overuse over periods of time, not related to tourniquet use.